Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, a 25mm x 30cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter crossed the lesion but ruptured. The balloon burst occurred during the initial inflation at 6 atmospheres (atm). The complaint device was replaced with a non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was below the knee. Vessel calcification was severe with no tortuosity and one hundred per-cent stenosis. The device was being used for a chronic total occlusion greater than 3 months. The device was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop; no difficulty removing the protective balloon cover nor difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device maintained negative pressure during preparation. There was no resistance/friction while inserting the balloon into the patient. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. The device was discarded, as such it is not available for analysis. A product history review of lot 82246624 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, vessel characteristics such as a severe calcification and one hundred percent stenosed likely contributed to the reported event. These characteristics had been known to contribute damage of the balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. (B)(4). Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the IFU also instructs that inflation at a high rate may damage the balloon. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 25mm x 30cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter crossed the lesion but ruptured. The balloon burst occurred during the initial inflation at 6 atmospheres (atm).the complaint device was replaced with a non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was below the knee. Vessel calcification was severe with no tortuosity and one-hundred per-cent stenosis. The device was being used for a chronic total occlusion greater than 3 months. The device was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop; no difficulty removing the protective balloon cover nor difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device maintained negative pressure during preparation. There was no resistance/friction while inserting the balloon into the patient. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. The device was discarded; therefore, it will not be returned for evaluation.